Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. Subsequently, it was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer declined troubleshooting with tandem technical support. The customer's blood glucose was 127 mg/dl.